Event description:
It was reported that 3 bd bactec¿ standard anaerobic/f culture vials (plastic) produced false positive results. There was no indication of confirmatory testing, and the erroneous results were not reported to clinicians. There was no adverse patient impact. The following information was provided by the initial reporter: "case is being opened to document 3 false positive bottles from case (B)(4)." Were any erroneous results reported? No. If so - were any patients treated based on the erroneous results? N/a. Any other patient impact? No.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the 'as reported' defect code. Users are cautioned in the package insert under limitation of the procedure: a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Refer to (B)(4), fx instrument log file review and the fx instrument was working and testing properly at the evaluation time. All sub-systems, agitation, incubation and the testing modules (vial storage racks) are all in specification, working and testing properly.

Event description:
It was reported that 3 bd bactec¿ standard anaerobic/f culture vials (plastic) produced false positive results. There was no indication of confirmatory testing, and the erroneous results were not reported to clinicians. There was no adverse patient impact. The following information was provided by the initial reporter: "case is being opened to document 3 false positive bottles from (B)(4)"; "were any erroneous results reported? No; if so, were any patients treated based on the erroneous results? N/a; any other patient impact? No."